Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) advised the home patient (hp) to cycle power and a system error 2367 occurred. The tsr had the hp cycle power and the hc proceeded to press go to start. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she did not know what may have caused the alarm to occur. The cg advised that the hp was able to resume therapy successfully with new supplies the following day and stated his nurse was notified. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of system error 2240 (air in line) was not confirmed. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA. As the lot number was unknown, a batch review was not performed.